Event description:
It was reported that during surgery on unknown date the mesher ratchet would move up and down but the carrier could not advance forward. There was no report of harm or delay. Diligence is complete and no additional information. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on unknown date the mesher ratchet would move up and down but the carrier could not advance forward. Additional grafting was required. Diligence is complete and no additional information.

Manufacturer narrative:
The following sections were updated: review of the most recent repair record determined that the latching pin was loose. The set screw was tightened and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.